Event description:
This lead was explanted due to a lead fracture and was replaced with a competitor's epicardial lead. We were informed that the patient expired on (B)(6) 2011. This lead was retained by pathology. This is all of the available information at this time. Should additional information become available, this complaint will be updated.